Event description:
It was reported that during a colectomy procedure, the circular stapler was difficult to close. The surgeon was able to force the knob to turn, but the device reportedly made a crunching/grinding noise. All other stapler performance was an intended. No pt consequence, no misfire. Unk how case was completed.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device arrived in good visual condition. The anvil half breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however, the knife was noted to have nicks. This damage is consistent when the device is fired over an already existing staple line. Hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. The device fired, cut and formed all the staples as intended. The staple line was noted to be complete and the staples were noted to have the proper b-formed shape. The device closed without any difficulties noted. A batch record review was performed and no anomalies were found during the mfg process. Damaged knife.